Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the percutaneous myocardial ablation procedure, faradrive steerable sheath clear, was selected for use. It has been mentioned that the farawave was removed from the faradrive, but after drawing a post map, the farawave was inserted into the faradrive to re-energize it. At that time, the faradrive was replaced because the valve was broken, and air was being drawn out. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported a non-boston scientific infusion pump was used for continuous perfusion at 20ml/h. The bubbles were seen at the three-way stopcock assembly. The guidewire was stopped just at the tip of the farawave catheter, and the catheter was inserted into the sheath. No other issue has been reported.

Event description:
It was reported that during the pulmonary vein isolation procedure, faradrive steerable sheath clear, was selected for use. It has been mentioned that the farawave was removed from the faradrive, but after drawing a post map, the farawave was inserted into the faradrive to re-energize it. At that time, the faradrive was replaced because the valve was broken, and air was being drawn out. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Event description:
It was reported that during the percutaneous myocardial ablation procedure, faradrive steerable sheath clear, was selected for use. It has been mentioned that the farawave was removed from the faradrive, but after drawing a post map, the farawave was inserted into the faradrive to re-energize it. At that time, the faradrive was replaced because the valve was broken, and air was being drawn out. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported a non-boston scientific infusion pump was used for continuous perfusion at 20ml/h. The bubbles were seen at the three-way stopcock assembly. The guidewire was stopped just at the tip of the farawave catheter, and the catheter was inserted into the sheath. No other issue has been reported.